Event description:
It was reported that during a pph procedure, the device only fired a partial staple line, and did not cut the purse-string suture. The case went from a 20 minute procedure to a lengthy repair of the affected area requiring the patient to be under anesthesia for more than 2 hours while the doctor repaired the defect with suture. The patient required a hospital stay instead of going home.